Event description:
The patient reported that on (B)(6) 2014 at 3:00 pm, she activated a new pod and her blood glucose, carbohydrate intake and insulin history is as follows: (B)(6). On (B)(6), she was very confused, coherent and had fallen to the floor. Her roommate found her and called for the emergency medical technician. Upon their arrival, she was placed on an intravenous therapy and a monitor until her bg returned to normal range. She did not go to the hospital and stated that she must have given too much insulin to have gotten like that.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia, hypoglycemia and the emergency dispatcher being called. Qualification records were reviewed and the product lot met all acceptance criteria.